Event description:
A lawyer reported that a female pt was hospitalized for 34 days because she experienced a bacterial eye infection and severe worsening of visual acuity. She was apparently using complete comfort plus multipurpose solution to care for her contact lenses. According to the reporter, the pt is still under medical attendance. Medical assessment has not been received, so the nature of the bacterial infection and what treatment was given to the pt are unk. Add'l info has been requested. Corrective treatment: unk.